Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of around 40 mg/dl. The customer was treated for the low blood glucose with mixed veggies and peanut butter. The customer stated that they felt low blood glucose after coming home from driving. The customer stated that they will wait to see how they feel the following morning before they take any further action. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)